Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Which was believed to be caused by calcification. Troubleshooting options were discussed and recommended. At this time the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Which was believed to be caused by calcification. Troubleshooting options were discussed and recommended. At this time the rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the shock impedance measurements were high at 137 ohms. Technical services (ts) recommended to have patient be seen by the physician due to know issue. No adverse patient effects were reported.